Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that during stent placement procedure, the stent allegedly dislodged off the balloon within the sheath. It was further reported that the sheath and stent was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one valeo balloon expandable biliary stent and an unknown 9f sheath in multiple segments were returned for evaluation. During visual inspection noted that the expandable stent was returned entangled with the springs of the sheath. No anomalies noted to the balloon. Functional testing was unable to be performed due to the condition of the device. Therefore, the investigation is confirmed for the dislodgement of the stent. The definitive root cause for the reported dislodgement issue of the stent could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during stent placement procedure, the stent allegedly dislodged off the balloon within the sheath. It was further reported that the sheath and stent was removed. The procedure was completed using another device. There was no reported patient injury.